Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2022 block d6b: explant date: (B)(6) 2022. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6) batch/lot number: 13493324 model/catalog description: artisan lead 50 cm unique identifier (UDI): (B)(4). Investigation results: the ipg and lead were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.